Event description:
It was reported that the patient expired. The cause of death was unknown. The patient had been sent to hospice care on (B)(6) 2017 after being admitted to the hospital for sepsis secondary to right lower lobe pneumonia. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
The patient¿s death was non cardiac.

Event description:
The patient¿s death was non cardiac.